Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000055833.

Event description:
It was reported that during the patient's ipg replacement, it was discovered one lead had high impedances. Surgical intervention was undertaken and the lead was explanted and replaced. The investigation did not determine which lead had the high impedances.